Event description:
The healthcare provider (hcp) reported patient (pt) came for MRI appt yesterday however the programmer displayed the "battery empty - cannot provide stimulation" message. Hcp stated the pt claimed they charged the implantable neurostimulator (ins) prior to coming. Hcp looked to understand if pt can have MRI. Hcp noted pt is "altered". Historical info provided during call: hcp noted that in (B)(6) 2025 pt had an MRI scan done and a manufacturer representative (rep) came for the appt. Hcp stated that at that time it was reported that pt's programmer was not charged but the rep had confirmed pt's system is full body conditional. The healthcare provider (hcp) noted patient (pt) said it took hours to recharge the implantable neurostimulator (ins) . Recommended pt call manufacturer representative (rep) for recharging troubleshooting - hcp was not with pt at time of call. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.